Event description:
Additional information was received from the patient. It was reported that the patient had problems before and had to go in and change the lead because it wasn¿t working. The patient believed the lead was changed in 2016 which conflicts with the previous report of a revision on (B)(6) 2015. The patient never heard why they thought it wasn¿t working.

Manufacturer narrative:
Concomitant product(s): product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type:> lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n535898, implanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis of the returned lead model 977a260, serial # (B)(4), showed all of the conductors were broken 12.6 cm from the distal end at or near the injex bumpy anchor. The braid wire protruded through the insulation 12.6 cm from the distal end (proximal end of the anchor). The insulation was pinched at a location 26.5 cm from the distal end of the lead. All circuits were open and no shorts between circuits were seen. Analysis of the returned anchor accessory model 97791, lot #n535898, showed no anomalies.

Event description:
It was reported that reprogramming of the patient's implantable neurostimulator (ins) could not achieve optimal coverage for their pain without them experiencing uncomfortable stimulation in the buttocks and groin. A revision was performed on (B)(6) 2015 where pre-op testing showed high impedances on one lead. The lead was then explanted and was replaced. The remaining lead was moved to achieve better coverage for the right foot and right leg pain. A new lead was also placed. The patient was reported as doing very well following the revision. The indication for use of the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead product ID 97791, lot# n535898, implanted: (B)(6) 2015, product type: accessory.